Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 21 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the was and the wds were snapped together, the system moved forward and deeper toward the anterior aspect. The device was then deployed and at this time, the patients blood pressure decreased and the transesophageal echocardiogram (tee) revealed a perforation and pericardial effusion. Patient was still stable at this time and based on the distal positioning of the wds, it was decided to partially recapture the device. The device would not recapture due to the feet stuck in the laa. After 3 unsuccessful partial recapture attempts, it was decided to perform a full recapture as the effusion was growing. Protamine was given and a pericardiocentesis was performed. Patient remained stable and was taken to the operating room for laa ligation. Surgery was successful. As of february 27th, patient is still intubated in ICU and doing "ok" per implanter.